Event description:
Additional information received reported that the implantable pulse generator (ipg) was replaced on the morning of the report. It was further reported that the patient confirmed good coverage and pain relief.

Event description:
It was reported that there were telemetry issues and that the patient had been in overdischarge for about one month and a half. It was noted that the last stimulation was 3-4 days prior to that and used to charge every 10 days. The reporter stated that during the last 6 months, the recharging interval had increased. It was noted that a 60 physician mode recharge (pmr) and an antenna locator were done with no success. The reporter noted, the patient was sitting in a chair and would try lying the patient down. It was noted that if there was no success, they would try another recharger as there appeared to be some question regarding the recharger function due to lack of being able to utilize the antenna locator function. It was later noted that another recharger was retrieved and they were able to get the antenna locator to work. The reporter noted they were working their way through a round of pmr. It was further that the device had been in overdischarge for approximately 30 days. It was noted that at the time of the report, they were in their 6th hour of pmr it had not flipped over. The reporter stated, the patient denied having any other overdischarge events. It was noted that the patient was a pretty stout guy and that the device depth was less than a centimeter. The reporter noted, he thought it was unlikely that the device was flipped but they were going to likely take a look to see considering the length of pmr¿s at that point. It was noted they tried the antenna locator feature with the patient¿s recharger but only the software version appeared. It was later reported that they had no luck. It was further reported that the cause of the overdischarge was unknown at that point. It was noted, the patient reported increased charging frequency and had been in overdischarge for 4-5 weeks. It was further reported that they were planning to x-ray the implantable neurostimulator (ins) to check for a flipped ins because, they had done 6 pmr¿s and still could not get the ins to charge normally. It was noted that antenna locator was done recently and results were 48-62. The reporter noted that the ins was flank. It was noted that the reporter was going to the health care professional office at the time of the report. Additional information received reported that the patient was scheduled to get a new implantable pulse generator (ipg).

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3 708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4).